Manufacturer narrative:
Additional contact person - (B)(6). Additional contact number is (B)(6). Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11 corrected fields - b5, e1(initial reporter) a getinge field service engineer (fse) was dispatched to evaluate the unit. Equipment was thoroughly checked by fse, and the issue is suspected to be with the power supply, the power supply needs to be replaced and further diagnostics will be carried out after the replacement . Fse replaced the power supply board, but the issue still persists, all boards and outputs were checked, the problem is suspected to be with the interconnection board and the power management board, both boards are required for testing further diagnostics will carried out after replacement. Fse replaced back plane pcb, and power management pcb, fault was rectified. Fse tested the unit for two hours and handed over the unit in good working condition.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump (iabp) was not switching on. There was no patient involved.

Manufacturer narrative:
Other contact person: mr (B)(6). Other contact person number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check the cardiosave hybrid - type d plug intra-aortic balloon pump (iabp) machine is not switching on. There was no patient involved.